Event description:
It was reported the patient was dissatisfied with the device check and complained of "an ache where the ICD is". Patient also stated he felt "like this is going away". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.